Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 548 mg/dl and a bolus via the pump was delivered to address the high bg. The customer had received a malfunction alarm while using the pump as "normal". Insulin injections were to be used to manage diabetes.